Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to dizziness. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation, most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing a little dizziness. Customer stated he had contacted the doctor that day due to the dizziness; customer had been advised to eat something and customer has an appointment tomorrow with the doctor. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The battery has never been changed; customer has had the true metrix meter for a few years. The customer is using the correct battery in the correct orientation for the meter. During the call, the true metrix meter powered on using the power button but not when a test strip was inserted. The customer reported feeling dizzy; medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 21-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.